Event description:
It was reported the high frequency electrosurgical unit received an e486 error occurred. The issue occurred during a therapeutic transurethral resection of the prostate procedure. The cords were changed three times, but the problem persisted, and the treatment tool was also changed but the problem persisted. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d4 (serial number), d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error was reproduced and was likely caused by a defective printed circuit board/mother board. Olympus will continue to monitor field performance for this device.